Event description:
Consumer reported needle break, stated that the needle broke off in the injection site during injection. Consumer stated that he noticed the needle missing after his injection was completed. Consumer stated that he had no discomfort but noticed burning and itching at the injection site. He then stated that he did not want this to be documented because it was very mild, almost as if it was not there. He said he is planning to go to the ER for x-rays, and will report any additional information. Lot #: 0112336. Catalog #: 320109. Date of event: unknown. Samples: available - sending mail kit.

Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Correction to: b4 (initial medwatch was submitted on april 10, 2024), d3 (country type and country), h6 (component code, type of investigation, and investigation conclusions) investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.